Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon described very slow advancement of clip, causing malformed clips and clips frequently ejecting from the jaws upon advancement. Used device to complete the cases. There were no adverse consequences for the patient.